Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch verio iq was reading inaccurately low. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue occurred on (B)(6) 2013 at approximately 5pm. The patient reportedly manages her diabetes with 32 units of humalog, once with each meal (breakfast, lunch, supper) and 75 units of lantus insulin at bedtime based on a fixed amount and denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately 1 minute before testing on the subject meter, she reportedly was experiencing symptoms of "shaking, sweating and fast heart rate." She tested on the subject meter and observed a value of "2.4 mmol/l." The patient reportedly contacted the emergency medical service (ems) and when they arrived, they tested her using the ems meter (freestyle) which read "5.7 mmol/l." Both tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. During the follow up call she also confirmed an addition meter reading of "3.2 mmol/l" on the paramedics meter performed at around 6pm. It is not clear if the paramedics used a different meter to the freestyle to obtain this reading. The patient was treated by the paramedics with IV glucose and within an hour the patient's symptoms abated. The patient was not taken to the hospital. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The result obtained on the subject meter correlated with the patient's symptoms, treatment and result obtained on the paramedic's device. However this complaint is being reported because the meter did not meet lfs's accuracy criteria when compared to another meter.